Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was not registered as closed and system froze on the closed drawer screen. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that inseparable latch was defective and drawer not recognized on closed position. A field service engineer (fse) replaced the inseparable latch and verified normal drawer operation. The system functioned as intended after the field service engineer repaired the device.